Manufacturer narrative:
Other applicable components are: product ID: 3889-28, lot#: va0uuws, implanted: (B)(6) 2015, product type: lead.

Event description:
A patient reported the electrodes broke. The patient noted they were placed in 2015. The patient said broke in (B)(6) 2016 when the patient fell into the well at church where the chairs were placed. The patient noted that somehow it happened there and they broke two electrodes. Additional information from the patient on (B)(6) reported they were reprogrammed on (B)(6), which ¿rerouted¿ the stimulation to avoid the two affected electrodes. The patient stated so far, the change had been effective and she was not having any problem since reprogramming. The patient stated she had a follow up appointment scheduled for some time in september. There were no further complications that have been reported as a result of this event. The patient is implanted for gastrointestinal/pelvic floor.

Manufacturer narrative:
Updated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.